Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii.

Event description:
Health care professional reported a rupture of the right side device discovered at explant surgery, with intracapsular silicon effusion. A description of the patient¿s current condition is described as capsular contracture (baker grade ii). Breast is hard but kept a normal appearance.